Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was loaded in the inserter and the surgeon felt resistance when advancing, it was observed that the lens haptic was broken off.

Manufacturer narrative:
Additional information was provided in d.4.,d.9.,h.3.,h.6 and h.11. One opened company handpiece injector was returned for evaluation for the report that the haptic broke off in the injector. A visual inspection of the iol (intra ocular lens) handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in the plunger damaging the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in april 2013 and has been in use approximately 11 years. The manufacturer internal reference number is: ((B)(4).